Event description:
It was reported that syringe 1ml ls 26ga 5/8in intrademal bev had scale marking issues. The following information was provided by the initial reporter: the 1ml syringe used by the user at the vaccination site was found to be bent and inaccurate scale after injection.

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml ls 26ga 5/8in intradermal bev had scale marking issues. The following information was provided by the initial reporter: the 1ml syringe used by the user at the vaccination site was found to be bent and inaccurate scale after injection.